Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. It is unknown what caused the device issue. A surgical procedure was performed during which the existing ipp was removed and replaced with a new one. The patient is expected to fully recover.